Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed kinks at 7.5cm, 40.5cm and 72cm from the hub. Microscopic examination revealed a pinhole in the balloon 12mm from the tip. There is blood present in the guidewire lumen, inflation lumen and the balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 19-dec-2018. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 3.25mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion due to calcification. The procedure was competed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.